Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR.:returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and also functionality of the device. Functional analysis was done by completing the aspiration testing of the device. Test results showed that the device did not perform as designed due to withdrawing 0ml of fluid in the 1 minute time frame. The abnormal noise that the customer described could not be heard. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID # (B)(4).

Event description:
It was reported that there was a loss of aspiration. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The case was finishing up in the distal sfa, and rex mode was performed. A loud clicking sound was heard from under the console near the rollers under the rex mode. There was no blood returning during aspiration. After about 5 minutes of use, blood would not return despite the mode, only saline. The procedure was completed with this device. There were no patient complications and the patient was fine/stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that there was a loss of aspiration. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The case was finishing up in the distal sfa, and rex mode was performed. A loud clicking sound was heard from under the console near the rollers under the rex mode. There was no blood returning during aspiration. After about 5 minutes of use, blood would not return despite the mode, only saline. The procedure was completed with this device. There were no patient complications and the patient was fine/stable.